Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076 x2 implantable pacing lead: implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was feeling tired and weak. The patient was questioned the device longevity and reported that the battery had nine months remaining however after a device check it was discovered it had depleted just two to three weeks later. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.